Event description:
Erratic blood glucose levels [blood glucose fluctuation]. Case description: a pt who was introduced to novolin n penfill, novolin 70/30 penfill and an induo doser in 2000 for insulin-requiring type ii diabetes mellitus, has experienced erratic blood glucose levels since using the products. Pt lost consciousness on one occasion when the blood glucose level was low. It is reported that one night in 2002 pt experienced a low blood glucose level and lost consciousness and fell in a hallway. Pt was treated by the spouse with apple juice, and the blood glucose level normalized. They reported experiencing several episodes with low blood glucose levels, and had been treated with apple juice, and the glucose level was improved. The pt attributed the low blood glucose levels to novolin 70/30 penfill (night-treatment). The blood glucose levels have been measured to 36 mg/dl while using novolin 70/30 penfill. Pt uses each novolin 70/30 penfill insulin cartridge for longer than 10 days. The pt claimed that the blood glucose ranged as high as 400 mg/dl while using the products and stated the glucose levels have been elevated while administering the insulin at certain injection sites. Pt rotates the injection sites on the abdomen. The pt also dropped the induo in the toilet, and the doser has not worked properly since. There have not been any recent changes in the diet, activity level or health status. The pt has not recovered from the adverse event.